Event description:
It was reported that in 2007 a biofilm was discovered, but medical treatment has not been effective. The following month, the implant was repositioned. Three months later, the patient was explanted and the electrode was left inside the cochlear. The patient was re-implanted one month later; however, med-el was not informed about the scheduled explantation and re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.